Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report with investigation results will be submitted once the evaluation has been completed.

Event description:
The customer reported the cap "came apart when vacutainer was applied. Cap change was required, and a pt incident report was filed". Additional information received from the distributor: the valve itself separated (broke apart), and part of the separated valve is connected to the vacutainer and both parts are bloody. There was no pt harm or medical intervention. The customer stated that no further pt/event information is available.